Manufacturer narrative:
Change to annex a and f codes.

Event description:
Broken catheter, during discontinuation of arterial cannula, plastic tube left in patient's arm.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection & in-process inspection to inspect for product damaged the, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo was received. No sample was received. If there was a sample received, the broken catheter can be investigated to determine its cause. The complaint will be re-open when there is a sample received. The complaint trend will be monitored.

Event description:
Broken catheter: during discontinuation of arterial cannula, plastic tube left in patient's arm.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke/ separated after placement. Broken catheter. During discontinuation of arterial cannula, plastic tube left in patient's arm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.